Event description:
Information was received that there were signs of metallosis. The rod has been explanted and replaced with a traditional growing rod. Report 1 of 2.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
The unit was not returned to nuvasive for investigation. During evaluation using the provided x-ray image it was noted that the rod had been partially distracted. There were no obvious device-related abnormalities noted. Based on the provided details there was insufficient information and no objective evidence found to indicate the presence of metallosis. The reported event is unable to be confirmed.

Event description:
No additional information has been provided.